Manufacturer narrative:
(B)(4): it was reported that mesh was implanted along with concurrent cytoscopy due to stress urinary incontinence. Following implantation the patient experienced chronic pelvic and vaginal pain, severe bladder spasms, recurrent urinary incontinence, severe urgency and frequency, interstitial cystitis, dyspareunia, and sharp abdominal and vaginal pains. On (B)(6) 2011 the patient was experiencing stress urinary incontinence. She had a ¿bladder lift¿ fifteen years ago ¿ stitches protruding ¿ redone right after. [As written]. The patient underwent a modified pereyra/bladder suspension, pubo vaginal sling [product not identified], anterior vaginal wall sling, [product not identified], paravaginal repair, birch bladder suspension and uterosacral ligament plication on (B)(6) 2001. The patient experienced suture erosion vaginally from previous vaginal wall sling [product not identified]. She had pelvic pain and underwent ¿exploratory laparotomy with lysis of pelvic adhesions, bilateral salpingo-oophorectomy, coagulation of endometriosis, vaginoplasty with sling burial¿ on (B)(6) 2001. No additional information provided at this time. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.